Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that "the machine can not use." There was no patient involvement and/or patient impact reported.